Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as 6000093-2006-01883 and 6000093-2006-01884. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The initial procedure was in 2005. The physician placed four taxus express2 drug eluting stents to the 100% stenosed lesion located in the right coronary artery (rca). A 2.0x12mm maverick balloon was used to pre-dilate the distal rca and a taxus 2.5x20mm otw stent was placed. The stent was deployed for 40 seconds at 10atms. The area just distal to the stent was then ballooned for 30 seconds at 3 atms and then for 40 seconds at 4 atms. A taxus express2 3.0x12mm stent was then placed in the proximal rca and deployed for 20 seconds at 11atms. A taxus express2 3.0x16mm stent was then deployed for 15 seconds at 10 atms to the mid rca. After reviewing films of these stents, the physician again inserted a ptca balloon and inflated the balloon for 25 seconds at 12 atms in the mid rca just distal to the stent previously placed. The 3.0x16mm stent that was previously placed in the mid rca was then post dilated for 35 seconds at 3 atms and then for 45 seconds at 4 atms. A taxus express2 2.75x16mm stent was deployed to the distal rca for 20 seconds at 15 atms. Patient status was satisfactory. Medications used during this procedure include; versed, fentanyl, integrelin, heparin, nitroglycerin and dopamine. Post timi flow 3. The patient presented again to the emergency room in 2006 with chest pain and stemi. The 1st right posterolateral (rpl) branch was 100% occluded as well as 100% occlusion of the mid-distal rca. A 2.5x20mm maverick balloon was used to balloon the 1st pl. The physician then placed a taxus express2 2.5x8mm drug eltuing stent to the distal rca and a 3.0x33mm cypher stent to the mid rca. Medications used during this procedure include; versed, fentanyl, integrelin and nitroglycerin. Post timi flow 3. No patient injuries or complications occurred. Patient status is satisfactory.